Manufacturer narrative:
An event of advancement difficulty through the patient anatomy and extreme resistance with the wheel when recapturing the valve was reported. It was reported that the resistance was initially associated with the guidewire's kink when advancing the delivery system through the patient anatomy. The device was returned to abbott and investigation found the valve capsule and inner shaft of delivery system were noted to have several kinks which precluded the functional testing. Gross morphological examination found no other anomalies. The locking button, sliding mechanism, deployment/re-sheath wheel, micro adjustment wheel, and 80% deployment button were all assessed and all were functional. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported event could not be conclusively determined, however the damage noted to the device is consistent with advancement difficulty. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2023, a 27mm navitor valve was chosen for procedure with a large flexnav delivery system. During procedure, a non-abbott guidewire was introduced into the patient that had tortuous anatomy. It was reported the guidewire became kinked close to the common iliac artery. Pre-dilatation procedure occurred normally. When the physician advanced the delivery system through the patient anatomy, there was some resistance felt that was initially associated with the guidewire's kink. After reaching implant site, the physician began deploying the valve but initial deployment was not satisfactory. It was reported the physician attempted to recapture the valve but there was extreme resistance with the wheel. The physician attempted to recapture the valve again in the descending aorta but was unsuccessful. It was reported there were no issues leading the retainer tabs into the retainer receptacle and no gap was observed during loading the device. It was also reported the resheath/deploy wheel had bottomed out. A decision was made to release the valve in the descending aorta. The procedure continued with a second 27mm portico valve and a second large flexnav delivery system that was navigated through the first implanted 27mm navitor valve in the descending aorta and finally implanted in the ascending aorta with an implant depth of 3mm. It was reported there was no clinically significant delay in the procedure. The patient remained hemodynamically stable throughout the procedure and the patient status was reported as stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.